Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the contact failure of the digital visual interface (dvi) terminal 1 occurred due to a faulty quantum board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. Please see updates to b3 and b5.

Event description:
Additional information was received which confirmed the reported event (contact failure issue with the digital visual interface signal terminal 1) occurred during the device inspection.

Event description:
The olympus field service engineer reported (on behalf of the customer) that while using the high definition lcd monitor they had a contact failure issue with the digital visual interface signal terminal 1. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to the digital visual interface signal terminal 1 being improperly connected. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.